Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient was advised to confirm the bluetooth settings on smart device and no dexcom devices were listed. Patient was then advised to turn off/on bluetooth, uninstall and reinstall g5 application, manually enter transmitter ID, and wait for pairing to complete, which was unsuccessful. Patient stated that they will try using a second transmitter. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The customer complaint was confirmed. The root cause was determined to be a defective transmitter.